Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
60 y/o male with a history of htn, dm2, obesity, s/p aicd, afib, dilated/non-ischemic cardiomyopathy, and ef 25% presented with epigastric pain on (B)(6) and admitted. Became hypotensive with elevated lactate and cardiogenic shock. Hemodynamic instability noted after swan ganz catheter placed. Echo showed moderate-to-severe mr. Decision to place impella 5.5 as bridge to transplant. Impella 5.5 placed via the left axillary artery without incident. Follow up echo showed continued severe mitral regurgitation. Device removed on (B)(6) 2025. Patient with history of atrial fibrillation and mitral valve incompetence. Despite impella placement, mitral valve regurgitation did not cease. So, given the other patient comorbid conditions, none of the symptoms are likely not associated with the impella device. Additionally, on (B)(6) 2025 - there was concern for pulmonary edema after rapid atrial fibrillation. Lasix restarted and antibiotics were started. Moreover, on (B)(6) 2025 - positive blood cultures with elevated white bloods was found. Patient was on antibiotics. Suspected source was from central lines and lasix was held.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been added a concomitant product. Corrected information has been provided in e4 a reporter also sent report to FDA. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.